Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a torque limiting attachment broke into several pieces during surgery. It did not affect patient outcome and there was no prolongation of the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: our inspection has shown that the device was received in a disassembled condition. The coupling part is unscrewed from the housing and not broken as complained. The manufacturing review shows that the production procedure was according to the specifications when distributed in 2005 and there were no issues that would contribute to this complaint condition. The microscopic view on the coupling part shows residues of loctite in the thread which is the evidence that the coupling part was locked according to the specification. We are not able to determine the exact cause of this occurrence. Due to a right hand thread in the coupling part, it is likely that this device came apart by loosening a firm screw, which is actually not the intended use of a torque limiter. No product or material related condition was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.